Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 30 mg/ml at 2.9 mg per day via an implantable pump. It was reported that the patient presented for routine pump replacement. During the exchange a catheter aspiration was attempted and unsuccessful (catheter occlusion). Surgeon corrected the issue by revising the entire pump segment and part of the spine segment with new 8781 pump segment. The original anchor and spine segment was left intact and he connected new segment of catheter to resolve issue. Diagnostics/troubleshooting taken was further catheter dissection to free any potential catheter kinks. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2013. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-mar-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.